Event description:
It was reported that the device indicated elective replacement due to high battery impedance. The pacemaker mode and rate were changed. But because the patient didn't feel well, the device was reprogrammed back to the original settings. The device was later explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the device indicated elective replacement due to high battery impedance. The pacemaker mode and rate were changed. But because the patient didn't feel well, the device was reprogrammed back to the original settings. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.